Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device mode changed from firmware to safety core during the explant procedure due to electrocautery usage.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was later received that this device was electively explanted. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that there had been an increasing number of non-sustained ventricular tachycardia and atrial tachycardia response episodes triggered by noise on the right atrial and right ventricular electrograms. Technical services discussed that this was likely a lead on lead issue or an issue at the suture sleeve location. No adverse patient effects were noted.